Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the patient was seen in the healthcare provider's (hcp) office on (B)(6) 2017. The hcp was sending the patient for another MRI and the patient was shown how to put the device into MRI mode. The patient was able to successfully put the device into MRI mode. The patient was also given two new programs to try. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a representative (rep). It was reported that the stimulation was not giving the patient the same relief since their MRI. The patient was going to try turning off the device today and see if there was a difference in how they felt with it on or off. The patient was to call and request a rep to be present at their next doctor's appointment. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a rep. It was reported that the patient was given some new programs to try at the physician¿s on (B)(6) 2017. The patient called the rep on (B)(6) 2017 to say that she was not feeling good and that she wants the rep to meet her on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was having an MRI and needed to stop it today. They stated that it was as if their nerves were on overdrive and they were flinching. They also experienced shoulder blade pain. They reported that the patient turned spinal cord stimulation onto high density (hd) and was ok. They reported that the tech stopped the MRI. It was unknown if the issue was resolved. No further complications were reported. Follow-up was conducted.